Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
The pt alleged that the screen response to button presses was delayed. He says the issue started over the two weeks prior to calling animas. He says that, as an example, after pressing a button there will be delay before the next screen appears. He says it happens occasionally and the buttons still feel the same when pressed. The rubber keypad was intact.